Manufacturer narrative:
No conclusion can be drawn as the repair quote approval is pending and repair info is unavailable. No add'l service info was provided.

Event description:
The customer reported the system would not display an image. The protective casing on the collimator tube was compromised and when contaminated with saline solution, the collimator closed. No pt injury was reported.